Manufacturer narrative:
The lens was explanted on (B)(6) 2024. The lens was not replaced due to the surgeon felt a 13.7mm lens was even too small. Claim # (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: unk. H6: work order search: no similar complaint was reported for units within the same lot. Claim # 733914.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+3.0/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2024. The lens was reported as low vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found a haptic broken and there were fibers on the lens surface. Dimensional verification was performed and the lens was found to be in specification. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only" h4: device manufacture date: 23-oct-2023. Claim # 733914